Manufacturer narrative:
(B)(4)

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 it was reported that the pump was taken out in (B)(6) 2014 due to a staph infection. The drug in the pump, the patient's pertinent medical history/other medications, the onset date, the diagnostics performed, the cause of the event, and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.